Manufacturer narrative:
H3, h6) the shaft of the returned curved suction had broken free at the weld and rotated at the base. In this state, the suction was not recognized and will not track. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgical procedure. It was reported that the attached part of the instrument tracker spun around. This occurred intraoperatively, and there was no surgical delay. There was no reported impact to patient outcome.